Event description:
It was reported that the device often failed to recognize when a new cartridge with over 250 units of insulin was inserted, requiring multiple attempts to load it correctly. There was no adverse impact on the customer¿s blood glucose level reported. The customer is in the process of obtaining a new device as they are currently out of warranty, and they declined any follow-up from customer technical support at this time.